Event description:
Talon performed first burn as intended. The radiologist experienced difficulty bringing the tines back in. When he finally got them back in and removed the device for redeployment to another lesion, the distal 3 or 4 mm of each tine sheared off and remained in the pt. They could see the particles of the sheared tines in the liver under CT guidance.

Manufacturer narrative:
The complaint was confirmed. From the investigation, it appears that the device was reinserted while still partially deployed. This caused the tines to bend toward the handle, creasing and creating a weak point on the tines. The tines sheared off at the weak point as they were being retracted. It is necessary to fully retract the device before repositioning. This event appears to be related to user error.